Event description:
Started to use the gum secure and it burnt my gum on my lower denture and it made my denture soft in places. Lot numtu0140ca0215, (B)(4), on (B)(6) 2026. Very disappointed did not do what it claims I stopped after two hours and cleaned my denture and found it soft in places. This was not a test bought it in good faith from the pharmacy. Made in austria for sunstar gum se.